Manufacturer narrative:
This report is filed (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient is scheduled for explant surgery, (B)(6) 2016 for unknown reasons, however the explant has not been confirmed to have taken place at the time of this report, (B)(6) 2016.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016 due to a cholesteatoma as well as the device extrusion. This report is filed july 1, 2016.